Event description:
Prior to a procedure, while testing handpieces, it was noticed that two of the handpieces couldn't be tested properly. The hand pieces are not very old. There was no pt consequence.